Event description:
It was reported that nurses of the hematology / oncology unit were concerned regarding tubing "dents" created by use in the pump valve areas after approximately 24 hours. This created a perception that the tubing was "damaged" and as such, the pumping segment needed to be moved. It was also reported that occasionally the tubing was "wet" on the outside surface and needed to be "wiped down". The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The pump was not returned to sigma and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The allegation that tubing needed to be "wiped down" could not be confirmed during the investigation. The tube set involved in the complaint was also not returned for evaluation. However, the observe wetness could have been condensation from delivery of the refrigerated fluid. At this time, the date of event is unknown.